Manufacturer narrative:
The impactor handle was successfully used to impact the femur. Upon completion of the case, the scrub nurse picked up the impactor handle to clean it and it broke into two pieces. Review of the device history record indicates that the device was mfg to spec. Eval summary: the instrument identified in the product complaint was returned to conformis. The instrument is a two-piece threaded assembly. The instrument fractured along with shaft where the two pieces are threaded together.

Event description:
The impactor handle was successfully used to impact the femur. Upon completion of the case, the scrub nurse picked up the impactor handle to clean it and it broke into two pieces.